Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
The customer reported that the battery does not hold a charge. There was no patient involvement at the time the reported issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
The customer determined the battery needed to be replaced. The customer replaced the battery, and the issue was resolved. The customer discarded the part so the root cause at component level cannot be confirmed.